Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported failed downstream occlusion test which was not reproduced. During the evaluation, the downstream sensor current reading was out of specification with a fluid filled set loaded. The downstream pressure plate gap was also found out of specification. These factors will result in undetected downstream occlusions. The device was calibrated to correct this condition.

Event description:
It was reported that a spectrum pump failed the downstream occlusion test with a reading of 22.36 during preventive maintenance testing. It was also reported there was no patient involvement.